Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion at th6-s2 after interbody fusion at l3/4/5 and vertebral column resection (vcr) at l2 in which rods were implanted. Post-operative, post-op, both the side rods were broken around the area where vcr was conducted before achieving bone union due to which the patient underwent a revision surgery. During revision surgery the broken rods were left as they were and it was reconnected using connectors at both sides with cobalt-chrome alloy rods. No patient complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.